Manufacturer narrative:
The section on precautions in the instructions for use states "when using the biosense webster thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."

Event description:
It was reported that a pop was heard during the 5th ablation. A pericardial tamponade was discovered which required surgical intervention. During the intervention, a rupture of about 1cm of the junction between the ivc and the cs ostium was noted.